Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a pinhole on the channel tube water tightness was lost. In addition to the reportable finding documented in b5, the non-reportable evaluation finding was: adhesive on the bending section cover had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic bronchofibervideoscope had a leak in the biopsy channel. This was found during reprocessing of an unknown procedure. During the device evaluation, it was found that the objective lens was missing. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, objective lens missing was confirmed. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.